Event description:
Two neuron 053 catheters would not go into the crosscut valve of the 6 fr sheath. The physician used the introducer, and even tried a 5.5 fr cook peel away introducer and the catheters still would not advance. Later in the procedure, a penumbra ruby coil detached while in the catheter. The physician was trying to position the ruby coil and it detached in the px-slim catheter. The physician could not advance the coil once it was detached, but was able to retrieve the coil by pulling it out with his hands. He had to stretch the coil during removal. Case was successfully completed with a different catheter and additional coils without further incident.

Manufacturer narrative:
Results: the coil is damaged. The coil proximal constraint ball is missing the stretch resistant wire is broken. Conclusion: the complaint states that while trying to position the coil it detached inside of the pxslim catheter. Only the coil and the catheter were returned for evaluation. However, the coil is broken and missing the constraint ball. The break in the coil sr wire indicates that the coil was under a tensile force greater than the tensile strength of the material. The coil was further damaged during removal from the catheter .the catheter is slightly ovalized in the distal portion of the shaft; this ovalization may have made it difficult to advance the coil. The pusher assembly was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2013-00174, 3005168196-2013-00175, and 3005168196-2013-00182.